Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni. Report source: (B)(6).

Event description:
It is reported the patient will undergo a revision of temporomandibular joint implants on the right side at a future unspecified date due to heterotopic bone growth. There is currently a large mass of ectopic bone around the mandibular implant. The surgeon plans to remove the implant and the bone, then replace with a custom titanium implant. Attempts have been made and no further information has been provided.

Event description:
Upon assessment of the reported event based on additional information received, it was determined that the adverse event was not related to zimmer biomet product. The initial report was submitted in error and hence needs to be voided.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h1, h2, and h10. Upon assessment of the reported event based on additional information received, it was determined that the adverse event was not related to zimmer biomet product. The initial report was submitted in error and hence needs to be voided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.